Manufacturer narrative:
Device evaluation: the returned device was evaluated. The device was given functional testing. The functional testing showed a "no disposable" alarm did occur with an infusion cassette attached. The issue was determined caused by an issue with the downstream occlusion sensor/cassette detector. The reported issue (battery depletion alarm) could not be confirmed during testing; however an issue with the downstream occlusion sensor/cassette detector component. The cause of the component issue was not established.

Event description:
It was reported that the device gave a "battery depleted" alarm. No known adverse effects to patient.

Manufacturer narrative:
Additional information received on 09-apr-2019 indicating that there was no patient involvement during the reported event. The reported event occurred during testing.